Manufacturer narrative:
Concomitant medical product: product ID 8780 serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 29-aug-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a company representative (rep) regarding a patient receiving intrathecal morphine (50 mg/ml at 6.003 mg/day), bupivacaine (10 mg/ml at 1.201 mg/day), and clonidine (100 mcg/ml at 12.01 mcg/day) via an implanted pump for an unknown indication for use. It was reported that the patient's catheter was not anchored and that the catheter could not be aspirated. The patient reported a lack of efficacy. There were no known environmental/external/ patient factors that may have caused or contributed to the issue. Actions/interventions taken were replacement of the catheter. It was reported that the issue was resolved at the time of the report and the patient's status was "alive- no injury". The patient's weight at the time of the event was 83kg. The patient's medical history was asked but unknown.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that the cause of the catheter unable to aspirate and not being anchored was unknown at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and healthcare provider (hcp) via a company representative (rep). It reported that the patient experienced sporadic and seemingly random extreme withdrawal symptoms that included: vomiting, diarrhea, skin rashes, nausea, cold sweats, body and joint pain. It was noted these symptoms last a total of around 24 hours before things ¿return back to normal.¿ it was reported patient was hospitalized on these two occasions for withdrawal symptoms: (B)(6) 2024 and (B)(6) 2024. The patient reported having reached out to his pain doctors for assistance but did not reach out to the rep until (B)(6) 2024 after he reported not hearing back from his pain management. Environmental, external, patient factors included the patient noticed that it tended to be after a day of ¿strenuous activity¿ that included some manual labor. On (B)(6) 2024: the doctor surgically explored and observed the pump and catheter. He determined the catheter to be ¿clogged¿ and a catheter revision was performed. It was noted after the third withdrawal on (B)(6) 2024, the patient saw the doctor. At that visit, the doctor then adjusted the concentration of the medication higher to combat withdrawal symptoms. It was reported after the patient followed up multiple times with his physicians, he contacted me the rep via email on 2024-05-01 to help determine what to do if he did not hear back from his doctor. They were actively working with patient, and he reported not having withdrawal symptoms at this time. The issue was not resolved at the time of this report and the patient¿s status was ¿alive-no injury.¿ the patient¿s medical history was asked but unknown.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6) implanted: (B)(6) 2024 product type catheter product ID 8780, serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 2025-12-20, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the cause for the malfunctions in the pump/therapy was unknown at this time. The rep stated that this was why a revision/replacement was suggested. The issue was not yet resolved as the surgery had not taken place. The rep stated that the hcp had given the patient information of surgeons in the patient's area that could perform a revision/replacement.